Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during review of the device data logs and initial testing. The device was put through extensive testing including full functional testing and multiple 30j testing with a known good multifunction cable without duplicating the report. The defib connector was replaced as a pre-caution. The device was recertified and returned to the customer. The multifunction cable used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.